Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
On external inspection of the device, it was noted that the membrane had become discolored which is typical of prolonged exposure to strong sunlight. Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and that it has performed to spec up to (B)(6) 2008. Between (B)(6) 2008 and the (B)(6) 2011, the device logs five failed self-tests all due to low battery warnings. Info obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 mins in duration occurring between (B)(6) 2012 until (B)(6) 2013. Investigation confirmed a fault with the membrane. This caused a device to switch itself on automatically, which has the potential to cause premature depletion of the pad -pak (battery). The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.